Event description:
Information received indicates fluid ingress onto the left siderail ucm board and both ucm cables were damaged causing a loss of function of the head and bed up functions.

Manufacturer narrative:
The technician replaced both siderail ucm cables and boards and installed a gasket kit on both siderails to repair the bed.